Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shocking lead impedance (sli) with movement. Sli had been rising gradually. Boston scientific technical services (ts) discussed troubleshooting options. It was reported that the system will be monitored. No adverse patient effects were reported. This lead remains in service.